Manufacturer narrative:
The coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00911, 2029214-2019-00912. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received areport that an axium coil unintentionally detached.